Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore, the exp date of the novasure disposable device is not known. The novasure disposable device was not returned; however, the radio frequency controller has been received. The failure analysis has been completed for the radio frequency controller. Lot number not provided by the complainant; therefore, the manufacture date of the disposable device is unk. The info contained in this field is the manufacture date of the radio frequency controller. The radio frequency controller passed all functional and electrical testing. Device history record (DHR) review could not be conducted for the disposable device as a lot and serial number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller (csp 4478). There were no reworks or observations noted at the time of manufacture. No relationship can be established between DHR and current complaint. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).

Event description:
It was reported that an uneventful novasure procedure, occurred approx (B)(6), 2010. On (B)(6) 2010, the pt was seen in the emergency room with "abdominal pain". The pt was admitted and exploratory surgery was performed during which a tubal ovarian abscess was noted. The physician removed the pt's right ovary and fallopian tube and placed the pt on antibiotics. The pt was discharged on (B)(6) 2010 and was reported to be "fine".